Event description:
It was reported that the right ventricular lead had increasing and high threshold and that the patient experienced an exit block. The lead was capped and replaced. No furtherpatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.